Event description:
The hcp reported that the pump was explanted and replaced after an implant duration of 2 months. The pt had experienced problems postoperatively with wound breakdown thought to be secondary to a cerebrospinal fluid seroma and cystic formation. Attempts to perform a dye study were unsuccessful and the pt was subsequently taken back to the operating room for investigation of the catheter and pump system. No abnormalities were noted in the catheter system either visually or when testing of the system was performed. Medication was aspirated form the pump. The actual residual volume was approx 3 ccs; the expected volume was 9.9 ccs. No abnormalites were noted on the logs at interrogation. It was then decided to replace the pump. The pt was brought to the recovery room in good condition.